Event description:
On (B)(6) 2023, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was implanted in (B)(6) 2023 and a week after being put in the ins was causing more problems than solving for the pt was hurting more. The ins was not working for them and the ins caused charley horses on one side; the pt and the doctor wanted the ins out. The trial worked fine and when they took the trial out the pain came back; they put the ins in and it was fine for a week then all hell broke loose. Pts l4 lumbar vertebra was eroded and it caused an infection, pt did not know where the infection started from for it could have been the ins or due to injections. Pt was hurting and wanted it out the pt was trying to get a laminectomy. The patient was redirected to their healthcare provider to further address the issue. On(B)(6) 2023, additional information was received from the patient reporting that they do not know if the infection, l4 erosion is related to the devices/therapy. They added all they know is the therapy is not working for them, they still have pain and they feel numbness in one of the legs too. All this has been going on since the day stimulator was implanted. Hcp will schedule them to do the laminectomy and remove the stimulator. Dates tbd due to infection, they will wait to have the infection clear out and then will perform the laminectomy and remove the stimulator. Patient said they do not know what their weight was at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reiterated the infection and mentioned they had to go to a nursing home so they could administer heavy IV antibiotics at the site.